Event description:
Boston scientific received information stating: increased right atrial lead threshold and decreased sensing. Output changed to 5v/1 ms. (B)(6)hospital dr.(B)(6) implant and explant dates not stated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).